Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient's mother confirmed no other bluetooth devices are paired. Patient's mother was advised to restart pairing process, which was unsuccessful. Patient's mother was then advised to try using a second transmitter, which was successful. No additional patient or event information is available.